Event description:
It was reported the pt lost stimulation as her charger and programmer are unable to communicate with her ipg. The pt reported she last charged about one week ago. A replacement charging system was sent to the pt; however, it is currently unknown whether this resolved the issue. It was reported the pt is scheduled to see her physician to troubleshoot the issue. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included on a field advisory. Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.